Manufacturer narrative:
Investigation results: avid¿s process requires each employee to don a hair cover, beard cover (if applicable) and lab coat (if applicable) prior to entering the cleanrooms and prior to handling raw materials or finished product. In addition, our clean room assemblers are required to check product for contamination and foreign objects during the inspection process and documented internal audits are performed to ensure qsr guidelines are followed. Unfortunately, we are unable at this time to determine how and when the hair was introduced; however, the defect was not detected and packaged inside the tray. Follow up actions: we have opened a formal corrective and preventive action (CAPA) to review this defect mode and possible root causes. The avid team will continue to review possible root causes and implement appropriate actions to address this issue. The details of this complaint have been forwarded to the appropriate avid management to ensure this complaint is reviewed with the appropriate personnel. In addition, this occurrence has been entered into avid's formal complaint system in which defect trends are closely monitored.

Event description:
Avid medical, (B)(4), is the manufacturer of custom procedure trays. Avid received a complaint on (B)(6) 2016 originated by (B)(6) stating that they found a hair inside an arthroscopy tray upon opening the tray. No sample was available for evaluation. No patient injury was reported. Avid evaluated the complaint pursuant to its MDR sop and the FDA decision tree and determined that this was not a reportable event. On 03/14/16, avid received medwatch report no. Mw5060084 addressing the same (B)(6) 2016 complaint originating with (B)(6). The reporting health care professional stated "upon opening a sterile pack, in the sterile environment of operating room, using aseptic technique, the surgical technician and circulating nurse discovered a hair inside the pack." As was reported (B)(6) 2015, no sample was available for evaluation, and no patient injury was reported.